Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited undersensing. It was noted that the device showed pause episode due to the loss of electrode contact in the implant pocket. No intervention was performed and the patient would continue to be monitored.